Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter; (B)(4).

Event description:
In (B)(6) 2013, the patient had developed pneumonia. The patient had the pneumonia for a few months and during that time it was underdiagnosed and mistreated so by the time the patient presented to the urgent care center it had turned into double pneumonia. By the time the patient had a bronchoscopy the patient had a staph infection. As patient was healing he started to get a "baclofen overdose"; his muscles tightened up more when he had pneumonia. It was stated that the patient was healing and had just had the pump turned down (date not reported), but then on (B)(6) 2013 the patient had the stomach flu, vomited and had diarrhea with nothing in his stomach. On (B)(6) 2013 the patient was extremely confused, extremely tired, goofy and was having a reaction to his pump. The patient¿s kidney function was completely different; the patient hadn¿t urinated in over 24 hours. The hospital emergency room (ER) was contacted and they advised to bring the patient in. The patient was in distress. The patient was severely dehydrated from electrolyte imbalance and so confused he didn¿t know what he was talking about. The patient¿s breathing had become unbelievably slow and the patient¿s oxygen level was so low. The patient presented to the hospital ER. The patient was treated with 3 liters of unspecified fluid and the patient was fine. The patient had become dehydrated from vomiting. The dehydration and electrolyte imbalance had affected the pump and everything was fine. After receiving fluid therapy/electrolyte replacement the patient¿s kidney function was almost back to normal, the patient was able to urinate and the patient was completely lucid again. On (B)(6) 2013 a speech therapist saw the patient; they felt the patient had pneumonia again. The patient had a low oxygen level when he had presented to the ER on (B)(6) 2013 and they felt that the pneumonia attributed to the altered mental status, not just from the pump but from the lack of oxygen to the brain. Additionally they felt the patient may have aspirated when he vomited. Drug being delivered via the pump was baclofen. Additional information has been requested; a follow-up report will be sent when it becomes available.